Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 during which the surgeon noted ¿the mesh was not incorporated and was removed.¿ it was reported that on (B)(6) 2016 plaintiff underwent an exploratory laparotomy, resection of small bowel fistula and reanastomosis during which the surgeon noted ¿loculations and adhesions of the small bowel.¿ it was reported the patient experienced severe pain, infection, fistulas, small bowel resection, removal surgery, hospitalizations, recurrence, nausea, diarrhea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.